Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 555 mg/dl, 118 mg/dl and 141 mg/dl within a two minute period on his blood glucose meter. No decision to treat were made on the alleged faulty device. The difference in the readings was considered to be clinically significant. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be result of that eval, a follow-up report will be filed.